Manufacturer narrative:
Manufacturing review: a device history record review could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately after thirteen years a four months later of post filter deployment a computed tomography shows the filter apex was approximately 1.6 cm caudal to the lowest renal vein (right renal vein). There was mild posterior and left lateral tilt and the apex abutted the posterior wall. Multiple legs perforated the inferior vena cava wall (7-8 legs). There was a bent leg extended posterior/cranial from the level of the apex that terminated adjacent to the right psoas muscle. Definite continuity with the filter was not seen and this leg might be fractured but extended approximately 22 mm beyond the inferior vena cava wall. There were 3 posterior filter legs that had perforated as well, each approximately 16 mm. There was a more inferior posteriorly perforated leg that had perforated for approximately 12 mm. This leg abutted or was within the anterior l3-l4 disc. There was a left lateral inferior perforated leg, that had perforated for approximately 6 mm. There was a right lateral inferior leg that had perforated for approximately 5 mm. Possible anterior leg perforated for approximately 3 mm. This leg abutted the second portion of the duodenum. Approximately after five month and twenty-seven days attempts has made to retrieve the inferior vena cava filter with fracture that caused pain to the patient, hypercoagulable state with recurrent deep venous thrombosis and pulmonary embolus. Through the right internal jugular vein a j-wire was passed down the superior vena cava down to across the atrium into the inferior vena cava across the filter placed and an intravascular ultrasound was passed down the inferior vena cava. The filter on fluoroscopy shows it had good flow through it. Digital subtraction angiography shows the filter has protruded out of the inferior vena cava with 3 of its struts been outside the inferior vena cava, 1 completely outside the inferior vena cava. Fluoroscopy showed a piece, which embolized into the lung. The tip was towards the lateral wall of the inferior vena cava. Attempts has made to get inside of the filter, which was possible however the portion of the filter was endothelialized to the lateral wall. No clot was present in the filter and there was good flow through the filter. A fear of fracturing might during removal and not been able to get the fractured elements, decision was made not to proceed with this procedure. Therefore, the investigation is confirmed for perforation of inferior vena cava, filter tilt, material deformation and filter limb detachment. Additionally, it can be confirmed that the patient experienced pe post deployment. However, the relationship to the filter is unknown. Based on the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Device: 4001).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with left lower extremity deep venous thrombosis and failed anticoagulation therapy. Approximately thirteen years and four months post filter deployment, a computed tomography (CT) abdomen without intravenous contrast alleged that the filter struts detached, deformed, perforated, tilted and the patient reportedly experienced pain and diagnosed with pulmonary embolism post implant. The device has not been removed after an attempted but unsuccessful percutaneous removal procedure. The current status of the patient is unknown.